Manufacturer narrative:
Additional information and device evaluation provided in: d10, h3 and h6. Device evaluation: the complaint component was returned and analyzed, and the reported allegation of infection was not confirmed via product analysis. The ams700 momentary squeeze pump was visually inspected and functionally tested. No leak was found. The pump failed the 8 lb. Activation test. The pump required more than 8 lbs. Of force to activate. Infection could not be confirmed through product analysis.

Event description:
It was reported that the inflatable penile prosthesis (ipp) pump was explanted due to an infection. Additional information received states the patient experienced severe pain at the surgery site 6 weeks prior to surgery. The physician believes the infection was "caused by disinfection process and immune system." The patient was doing well following surgery.

Event description:
It was reported that the inflatable penile prosthesis (ipp) pump was explanted due to an infection. Additional information received states the patient experienced severe pain at the surgery site 6 weeks prior to surgery. The physician believes the infection was "caused by disinfection process and immune system." The patient was doing well following surgery.